Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure the presence of red, diffuse skin irritation on the scalp that felt warm to the touch. The patient also described pruritus and a sensation of "excessive" heat on the scalp. After consulting a healthcare provider, the patient was prescribed oral antihistamines and a topical cream. However, these treatments did not lead to improvement. The patient shared a photo showing the top of the scalp, with mild to moderate redness visible on the left frontal region. Additional details were requested from the prescribing physician, but no response has been received to date.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention (oral antihistamines), cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).